Event description:
It was reported that the customer received a power source alert while using the tandem-provided wall charging adapter and usb cable. There was no reported adverse impact to the customer's blood glucose level. New charging supplies were sent to the customer. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the event; however, no response was received from the customer.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.